Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measuring above 125 ohms. Technical services (ts) was consulted and continue to monitor was recommended. No adverse patient effects were reported. This lead remains in service.